Event description:
I had essure implanted in 2009. Ever since I have had lower extremity edema. I have pictures that I can send from recently. But unfortunately I don't have any pre-lasix. I have had every test under the sun and nothing shows abnormal, so they chalked it up to venous insufficiency and prescribed 40mg lasix per day. I take it a religiously. I also have spotting in between periods until a few years ago it didn't stop for over a month. I was placed on progesterone but they ended up having to triple dose me to make the bleeding stop. It wasn't heavy but it was constant. I went in for a hysto -something ultrasound and polyps were found on my uterus. So I went in for removal and they did an endometrial ablation as well. I did have a uterine cyst in 2015 that I did not have removed. Although I haven't heard much about it lately. I have spotting sometimes after sex which I always think is weird. And I have this sharp pain on my right side (around where I would think my ovaries are?) Frequently. I told my gyn and while he believes it's possible for the spotting and pain to be related to essure he does not think the swelling doses. Quotes some research he's read on it. I have a vaginal and belly ultrasound this morning to see if he can see anything about the coils. Thanks so much and sorry for the book. FDA safety report ID# (B)(4).